Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 537 mg/dl. Customer¿s high blood glucose value of 403 mg/dl at the time of incident. Customer's other blood glucose value was 240 mg/dl. The customer was treated with manual injection. Based on customer report customer did not allege insulin pump was under delivering. Customer stated that the high pressure test was performed and it was pass. The device will not be returned for analysis.